Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 97% stenotic, 25mm long lesion was located in the severely tortuous and severely calcified left circumflex artery which had a greater than 90 degree bend. The physician advanced a 2.5x20mm liberte stent to the lesion but was unable to cross "with this device because of the strut damage". The procedure was completed with another 2.5x20mm liberte stent. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a coronary stenting treatment procedure, stent damage occurred. Access was obtained through the femoral artery. The 97% stenotic, 25mm long lesion was located in the severely tortuous and severely calcified left circumflex artery which had a greater than 90 degree bend. The physician advanced a 2.5x20mm liberte stent to the lesion but was unable to cross "with this device because of the strut damage". The procedure was completed with another 2.5x20mm liberte stent. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Returned product consisted of a liberte/veriflex stent delivery system (sds) with no original packaging or other devices. There was blood on the balloon. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There were multiple struts lifted and flared in the first two distal rows of stent struts. There were multiple kinks throughout the hypotube. There was no evidence of material or manufacturing deficiencies that could have contributed to the reported difficulties. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).